Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was impacted. Reportedly, the customer has not had insulin for 1 hour and took a manual bolus of insulin. Reportedly, the pneumatic tap was loose.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A follow up supplemental report will be filed.